Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter had read inaccurately high. The reporter indicated that the alleged meter issue started on an unspecified date/time in the year 2005. As a result of the alleged issue, the patient stopped testing his blood glucose. On an unspecified date/time after the reported issue began, the patient developed symptoms of feeling shaky and nervous. The patient sought medical attention on an unknown date/time after the issue began. It is not clear as to whether the patient received medical treatment, because of the alleged issue. His blood glucose was tested on an meter used in the doctor's office, but the reporter could not recall what result(s) were obtained. She did mention that the time difference between the two tests was about 2-3 hours, and that the reported meter read higher than the doctor's meter. While reviewing the reported meter's settings, a result of "161 mg/dl" was found in the device's memory. However, it is not known when the result of "161 mg/dl" was obtained. It would have been helpful to know the following information. The patient's testing frequency, his normal/expected blood glucose levels, his medication and diabetes management regimens, and if the patient made any changes to the regimens, because of the alleged issue. In addition, it would have been helpful to know what meter readings the patient got on the reported meter that were allegedly inaccurate, what actions he took in response to the readings, when the symptoms, developed, what actions he took in response to the symptoms, and what medical treatment the patient received, because of the alleged issue. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter alleged the patient developed symptoms suggestive of hypoglycemia after the issue began. The reporter further claimed the patient stopped using the meter, because of the alleged meter issue.